Event description:
A patient reported experiencing trouble inserting test strips into the pt's fasttake meter. When patient was able to insert strip correctly, the pt obtained blood glucose readings of 550 and 400 mg/dl patient then took the pt's regular dose of 25 units of humalog, retested five minutes later, and got readings of 155 and 120 mg/dl. Patient reported symptoms that felt like low blood sugar: nauseous, cold and sweating. Patient did not seek any medical attention. No further info has been reported.